Event description:
During the incoming inspection penatx (B)(4) found some expired oe-a63 inside the demo scope case. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Evaluation summary: this case is for demonstration purpose and not for clinical use. We confirmed that as we are instructed to ship only to pentax (B)(4) never to (B)(6) end customers directly we can exclude the possibility of getting expired accessory to end-customer with demo equipment.